Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The customer¿s blood glucose was 10 mmol/l. The customer stated approximate size of air bubbles was 1 mm. Troubleshooting was performed for air bubbles and noticed that customer did allow for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.